Event description:
Additional information was received from the consumer indicated that the pump was removed and they left the catheter inside. It was reported that the patient was feeling a pinching in the lower back where the pump was implanted and they wanted to know if the healthcare provider left a mesh pouch in their body.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that no mesh pouch was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-jan-2018 from the patient who reported that he went to his doctor yesterday and had the pump checked out and it all checked out fine. There were no leaks. The doctor was recommending that he see a heart doctor for the symptoms he was reporting. The patient had additional symptoms of numbness and his feet were cold. He had tightness in his chest and if felt like it was locked up. He was taking pain meds for that sensation. He could not walk across the kitchen without having to sit down. No further complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient receiving infumorph .2000mg/ml at 2.8889mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that they were getting no relief since implant. Per the patient since then the drug dose had been increased multiple times. About a month after implant the patient noticed liver and gall bladder problems and stated his liver is inflamed and fatty. The patient was also having new symptoms including hallucinations and fatigue which started about 4 weeks ago. The patient went to the hospital regarding the hallucinations and fatigue and the primary care provider talked about the patient¿s liver and gall balder and had asked if the patient had any changes and the patient stated the pump. Per the patient the primary care provider thought the dose was too high. Right before (B)(6) the patient stated that the healthcare provider ¿drained the pump¿ because they thought there could be a leakage, however the amount drained was correct so they put the medication back in there. The patient also tried using the ptm and not using the ptm to see if their bolus was a factor and noted it was not a factor. The patient questioned if the medication could affect the pituitary gland from creating things the body needs. The patient also inquired about getting the pump explanted and was redirected to the healthcare provider. The patient was still having hallucinations and fatigue and had an appointment (B)(6) -2017 at 2 pm. No further complications were reported.